Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson¿s dual. It was reported the patient (pt) was charging too frequently and the implantable neurostimulator recharger (insr) would not charge the implantable neurostimulator (ins) to 100%. The pt saw their healthcare provider (hcp) yesterday ((B)(6) 2016), who determined the pt was only charging 75%. The pt charged daily and yesterday the pt started at 75% with full coupling and charged over two hours and the ins would not fully charge. The pt had not recently been reprogrammed or switched to a new group nor have they recently had the need to increase parameters. No trauma/falls associated with the issue. No pt symptoms reported. If additional information is received, a follow-up report will be submitted.